Event description:
It was reported that a shaft break occurred. A 3.00x20mm nc quantum apex balloon catheter was being used and it was noted that the shaft broke.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).